Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the short was first noticed per the neurologists notes, but they did not specify when that was. They also state that the cause was not determined, no actions/interventions were taken, and the short is not resolved. The patient had a primary device replaced with a rechargeable one.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v328452, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# v238063, implanted: (B)(6) 2009, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins was removed because it was found to be at the end of life. It was noted that prior to surgery, the patient had a short on contact 8 and 10 on the right-side lead. Other than this, the leads both tested normally. No symptoms were reported. No further complications were reported or anticipated.